Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing portion of the unit would work intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Per karen: "it is my understanding that the cauterizing portion of the unit would work intermittently. The patient was not harmed during the procedure,we switched out the unit for another one".

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing portion of the unit would work intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. "It is my understanding that the cauterizing portion of the unit would work intermittently. The patient was not harmed during the procedure,we switched out the unit for another one."